Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. A friend/family member called to see if the device could be the reason the patient was dizzy. It was reported the patient had dizziness, difficulty walking and weakness, and a return of symptoms. Caller stated this had gradually gotten worse. The caller stated the patient was feeling dizzy and stated this had gradually gotten worse. Caller was wondering if the device was contributing to the dizziness. Caller stated they had not turned the stimulation off to see if the dizziness would subside. The caller reported the patient was having difficulty walking and was very weak and this was gradually getting worse as well. Caller stated the patient had a slight return of symptoms of leakage that had been coming on gradually. Caller stated they had to increase stimulation every 5 months or so and they had increased to 3.5. No further complications were reported or anticipated. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. A friend/family member called to see if the device could be the reason the patient was dizzy. It was reported the patient had a stroke or dementia, dizziness, difficulty walking and weakness, and a return of symptoms. It was reported that the patient was admitted to the hospital because they thought they had a stroke. Caller reported the doctor thought they did have a stroke, but the caller didn't think so. Caller stated the patient was tested for dementia and tested really low, showing they had dementia. Caller stated this had gradually gotten worse. The caller stated the patient was feeling dizzy and stated this had gradually gotten worse. Caller was wondering if the device was contributing to the dizziness. Caller stated they had not turned the stimulation off to see if the dizziness would subside. The caller reported the patient was having difficulty walking and was very weak and this was gradually getting worse as well. Caller stated the patient had a slight return of symptoms of leakage that had been coming on gradually. Caller stated they had to increase stimulation every 5 months or so and they had increased to 3.5. No further complications were reported or anticipated.